Event description:
The shaft broke at the rapid echange port during use. The stent was deployed successfully; although the physician reported he had observed a kink in the shaft at the rapid exchange port. The filter basket was removed without incident. The physician post-dilated and the pt is doing fine and experienced no effects or injury. However, evaluation of the returned product showed on 2/2006 that the shaft and hypotube separated.